Event description:
Two patients developed phlebitis within 45-72 hours of catheter's insertion. Pt one (with lot #1006) kept line until completion of treatment. Pt two (with lot #1007) discontinued treatment, removed the line at the clinic, was treated with heat on the shoulder area, and given advil for 24 hours to relief pain. Both patients were stable.